Event description:
It was reported the high-definition liquid crystal display (lcd) monitor had no image and a temporary blackout. The event occurred during and after a diagnostic colonoscopy and gastroscopy procedure and caused and extension of the procedure and anesthesia by 20 minutes. The procedure was completed with the same equipment. There was no reported patient impact or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that [no image] and [temporary blackout] occurred due to board failure. Olympus will continue to monitor field performance for this device.